Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The daughter has a genie in place and somehow it got pulled inside her stomach. The father wanted to know if they were going to have to surgically remove it or if they could just reach in there and pull it out. Pt came in with a genie thought to have been pulled into the stomach. They did an x-ray and the physician nor the radiologist could see the tube. They put in a replacement genie and it is working fine.